Event description:
It was reported by customer that the catheter and tip of wire sheared in patient's arm. Patient required surgical procedure to remove retained component. Patient did not experience adverse effects during surgical procedure when removing sheared catheter. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.